Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6fr sheath after a angiogram interventional procedure. Reportedly, resistance was felt while pushing the thumb advancer. The clip was fired; however, remained on the distal end of the sheath. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported resistance during thumb advancer/exchange sheath splitting was not confirmed. The reported clip deployed at the distal end of the sheath could not be replicated in a testing environment; however, the observed damage to the exchange sheath may have interfered with clip deployment confirming the reported clip deployed at the distal end of the sheath. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.